Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing multiple high blood glucose levels. The customer also reported that she ran out of infusion sets. The customer's high blood glucose level was 463 mg/dl. The customer's high blood glucose level was treated with syringes. The customer's high blood glucose level the other day was 500 mg/dl which she treated with syringes. The customer did not have high blood glucose symptoms. The customer was to be sent new infusion sets. The customer will not return the device for analysis.